Event description:
Patient with heartmate ii left ventricular assist device (lvad) for 10 months presents with his 2nd episode for gi bleeding/anemia. He required 4 units blood transfused this hospitalization. (First hospitalization required < 2 units blood transfused and was not reported to FDA). This bleed was in the setting of inr 2.4 with coumadin + aspirin therapy. Sigmoidoscopy revealed a single bleeding ulcer which was treated. Aspirin and coumadin were both resumed, and inr was therapeutic at hospital discharge.